Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, 45 mm proximal of the distal markerband. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06226. It was reported that balloon rupture occurred. A 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. Subsequently, another 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion, but still, the balloon ruptured. The devices were completely removed from the patient's body and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06226. It was reported that balloon rupture occurred. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. Subsequently, another 3.0mm x 220mm x 150cm coyote balloon catheter was advanced to dilate the lesion, but still, the balloon ruptured. The devices were completely removed from the patient's body and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was fine.